Event description:
It was reported that there was loss of capture, increased impedance to 2500 ohms, and oversensing. The right ventricular lead was explanted. No patient complications have been reported as a result of this event. Additional information was received reporting that the lead was fractured. Additional information was received reporting that the patient also received inappropriate shocks.

Manufacturer narrative:
Other : it was reported that there was loss of capture, increased impedance to 2500 ohms, and oversensing. The right ventricular lead was explanted. No patient complications have been reported as a result of this event. Additional information was received reporting that the lead was fractured. Additional information was received reporting that the patient also received inappropriate shocks. Capture, failure to, impedance, high, lead(s), fracture of, oversensing, shock, inappropriate.